Event description:
Additional information received and confirmed that, the lens was damaged prior to insertion.

Manufacturer narrative:
Additional information provided in b.5. H.3. And h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non health care professional reported that during the intraocular lens (iol) implant procedure lens found to be damaged prior to insertion. The lens was explanted during the same procedure.